Event description:
A report was received that a patient was experiencing symptoms of redness and scabbing around the pocket site. The physician's assessment revealed that the skin around the pocket was very thin and had small openings around the implant. The patient has been scheduled for pocket revision surgery.